Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet did not appear to charge until the charger was repositioned on the charging pad, after which charging commenced, consistent with a charging problem involving the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source issue consistent with a charging problem associated with the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.